Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired on or about (B)(6) 2011 after use of the product.